Manufacturer narrative:
Concomitant medical products and therapy dates: (B)(6) 2013. The device was returned and evaluated by the quality engineering team. The sample was returned without the original pouch and product label. Visual analysis of the returned device found the product appeared to be a drill mini trephination device. From the condition of the returned device, customer use was visible. From visual evaluation, the shaft was found broken close to proximal end. The broken piece measured approximately 1.5cm. The drill bit remained intact on the broken proximal piece of the shaft and appeared free of damage. There was obvious discoloration and markings on the shaft which were visible via the naked eye and indicated severe customer handling / use of the device. The reported complaint was confirmed with the most likely root cause of severe handling and use.

Event description:
It was reported that a drill bit broke off the device and flew across the room. There was no report of patient impact.

Manufacturer narrative:
This product is used for therapeutic purposes. (B)(4). The device has not yet been received by the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.